Manufacturer narrative:
Upon inspection and testing of the returned device, service confirmed the forceps could not be inserted at all due to the clogging of the forceps channel. The adhesive part of the lighting lens peeling off was found to be due to handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the suction channel was clogged due to insufficient cleaning or incorrect reprocessing of the device. It is likely the adhesive peeled off of the lighting lens due to physical stress such as dropping the device, or hitting a hard surface, or deterioration due to chemical stress, such as from those products used in the cleaning, disinfection, and sterilization processes. However; a definitive root cause of either issue could not be determined. In addition, service found the bending angle was out of specification due to elongation of the angle wire. The adhesive on the bending section cover was chipped. Scratches were observed on the bending section cover, the image guide tube, and the image guide tube protector due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when removing a clogged article from the suction pipe of the subject device with gripping forceps, the forceps became stuck and could not be removed. There was no patient or user injury reported due to the event. Additionally, upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.